Event description:
It was reported that the patient presented in the hospital for a non-abbott related procedure. Upon interrogation, the pacemaker was found to be under backup vvi mode due to a hardware issue. The pacemaker was able to be restored to normal operating mode. The patient was in stable condition.